Event description:
A pt reported possible low inaccurate results with a one touch profile meter. In 2001, pt had a blood glucose reading of 140mg/dl at 08:56am on ot profile meter. After taking regular insulin dose, pt experienced chest pain, nausea and light-headedness. Pt was taken to hosp where blood glucose was found to be 860mg/dl. Pt was admitted to hosp with a diagnosis of hyperglycemia, and treated with insulin and IV fluids. Hosp staff told pt that the ot meter did not pass a control test. Pt refused to provide further info.